Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent noise. The patient was not symptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.